Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's shoulder straps of the lifevest are rubbing and causing open sores on both sides of her body. There was no alleged device malfunction contributing to the irritation. Patient's nurses attempted to make adjustments with the garment. Patient was advised to use a nystatin power by a medical professional. Outcome of the irritation is unknown.